Event description:
At 1720 two nurses were in the pt room turning the pt in order to change the bed linens. The two side rails were up on the left side of the bed. One nurse was on each side of the pt bed. The pt was turned to the left side when the left side rail gave way and the nurse guided the pt to the floor. All lines and trach remained intact. The pt denied any pain or injury.